Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed and the complaint was not confirmed by failure analysis. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed continuity test energy delivery test. The instrument was fully functional. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the force bipolar instrument was found to be sticking and not opening easily. The procedure was completed with no reported patient injury.

Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.